Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump stopped all insulin delivery. The customer's blood glucose level was impacted (432 mg/dl). The customer was unsure if the elevated blood glucose level was due to the reported issue. It was confirmed that the customer has another pump to use as alternate insulin therapy.